Manufacturer narrative:
Additional information was provided and clarified that the product never came into contact with the patient. The event took place during preparing/priming the device and lens for use. The event is not a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens would not advance in the system. There was patient contact but no patient harm.